Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was found to power on; however, an f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing. The cause of the f-38 alarm was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This occurred before use. There was no patient involvement. No additional information is available.